Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was having an allergic reaction to the pods adhesive. The patient saw a dermatologist because of this and was prescribed advantan milk to treat the reaction.